Event description:
On (B)(6) 2013 a patient (pt) notified (B)(6) reporting a corneal ulcer (cu) while wearing acuvue oasys contact lenses. After wearing the first pair of cl for 6 hours, the patient noted the od was "very red" and that there was a white spot in the brown area of the od. The patient was examined by an eye care professional and diagnosed with a corneal ulcer (cu); the nature of the ulcer is unknown. The treatment plan included vigamox qhr, then q3hrs, then qid. Based on aggressive medical treatment received, this event is reported as worst case. The patient has resumed cl wear 5 sealed blisters and 1 lens case were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A device history review was performed. Lot # l0022p8 was produced under normal condition. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable event trends are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.